Event description:
The customer was hospitalized with low blood sugars. Customer stated that prior to the incident their bolused 6 units of long acting insulin to eat a sloppy joe and blood sugars plummeted to 20. Explained the possibility of bolusing incorrectly for the meal. Recommended talking to their doctor the option of using the dual or square wave bolus.